Event description:
During a laparoscopic cholecystectomy it was noted that device was missing a small portion of the distal end. The size of missing portion of the distal end is less than 3mm. The item could be in the pt.